Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported during a replacement procedure (related manufacturer reference number: 1627487-2020-33027) electrocautery was used and the ipg could no longer communicate with external devices. Troubleshooting was attempted without success. In turn, the ipg was replaced to address the issue.